Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all the buttons were hard to push but the act and esc buttons were the worst. The customer's blood glucose level was unknown at the time of the incident. The customer reported crack near the battery compartment where the battery screws in. The insulin pump was dropped a couple times but do not know if that caused the damage. The insulin pump had no delivery alarms. Sometimes the customer had to change the set and sometimes it would resolve itself. The buttons were getting hard to press. It had been occurring for about 6 months. The customer also stated the battery does not last as long as it should and it went from 3-4 weeks to about weeks. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken belt clip slot noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Device received with intermittent button response due to flattened dome switch on esc, act and up arrow arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed self test.